Manufacturer narrative:
The device was not returned for analysis. An event of heart block after a post-balloon aortic valvuloplasty (post-bav) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported event appears to be related to procedural conditions (post-bav). The reported unexpected medical intervention, hospitalization, and surgery were the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor valve was successfully implanted. On (B)(6) 2025, a permanent pacemaker was implanted. The physician doesn't believe the patient experienced adverse health consequences due to the performance of the product.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor valve was successfully implanted. On (B)(6) 2025, a permanent pacemaker was implanted. The physician doesn't believe the patient experienced adverse health consequences due to the performance of the product.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.